Event description:
Ref imp #(B)(4).

Manufacturer narrative:
The device was checked on site and tested intensively by a draeger service technician. No deviation from specification was identified. The device log was downloaded and made available for analysis by manufacturer. The log analysis reveals that on the date of event, (B)(6) 2014, the device has been switched to active ventilation at 04:09am and some settings were conducted. At 04:10am the co2-monitoring was switched off by user. At 04:11am a leakage in the hose system occurred, which resulted in alarm for tidal volume high, as additional gas was required to research the inspiration pressure set. In the same minute the device was switched to standby . It was concluded that with highest likelihood the device was switched to standby by user action, as no mechanism of malfunction is known which would result in the observed log entries. Similar reported events are very rare.